Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. Evaluation was unable to reproduce the reported system error 105, however review of the history log confirmed the reported system. Evaluation found a tear in the motor flex which was causing an intermittent connection. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported there was no paitnet injury.